Event description:
It was reported that during use with bd phaseal¿ optima infusion connector c35-o leakage occurred at an undetermined location. Patient missed treatment. The following information was provided by the initial reporter:   hazardous drug leaked into cadd cartridge, patient missed his treatment. Clinicians could not tell if the leak occurred from the zyno cadd pump tubing, bag or at the tubing luer connection to the optima connector c35-o.

Manufacturer narrative:
Medical device lot #: 2120501 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Medical device lot #: 2120501 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd phaseal¿ optima infusion connector c35-o leakage occurred at an undetermined location. Patient missed treatment. The following information was provided by the initial reporter:   hazardous drug leaked into cadd cartridge, patient missed his treatment. Clinicians could not tell if the leak occurred from the zyno cadd pump tubing, bag or at the tubing luer connection to the optima connector c35-o.

Event description:
It was reported that during use with bd phaseal¿ optima infusion connector c35-o leakage occurred at an undetermined location. Patient missed treatment. The following information was provided by the initial reporter:   hazardous drug leaked into cadd cartridge, patient missed his treatment. Clinicians could not tell if the leak occurred from the zyno cadd pump tubing, bag or at the tubing luer connection to the optima connector c35-o.

Manufacturer narrative:
H.6. Investigation: photo received for investigation. Upon visual inspection, an injector and connector inside a plastic bag is observed. Unable to observe leakage on images received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leakage and that all critical dimensions are within specification and there is no damage on the product. Functional testing is performed during manufacturing, penetrating the injector along with a sample syringe and mating components ten times, all results were found to be acceptable with no leaks identified. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.